Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, a follow-up medwatch will be filed as appropriate.

Event description:
The femoral impactor broke.

Manufacturer narrative:
The device associated with the reported event was not returned for evaluation. Follow up communication for product return was unsuccessful. The lot code required to identify the manufacture date was not provided. Complaints databases searched on product code 254401006 identified similar complaints received previously. The current investigation could not draw any conclusions about the reported event based on the lack of the instrument to examine and insufficient product information. The complaint shall be closed with a unjustified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.